Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f large with soft port. Smith & nephew received the above reported complaint for an adverse event. No pictures, no samples and no lot number information were provided for evaluation. Complaint indicates that two (2) soft ports were y-connected (right and left leg). Dressing on right leg was ¿compressed¿ and working appropriately however; dressing on left leg was not compressed and had pooling of fluid. The fact that one dressing was compressed indicates that negative pressure (vacuum) was present for the entire system, including the wound site with pooling. The fact that a blockage alarm was not triggered is because the system was sensing that proper negative pressure was achieved by means of the soft port that was working properly and sustained negative pressure in system connections, even if pooling was developing at the left leg wound. Analyzing all the possible elements, the pooling on the wound on the left leg could have been caused by partial or complete occlusion of the drain with exudate or pressure head differentials which could have favored the outflow of exudates from a particular wound site within the y-connected system, especially in pathway of least resistance. A verification of connection could have been performed by capping the right leg soft port junction of the y-connector and allowing just the left leg wound site to inflow to canister. The right leg soft port was ¿compressed¿ indicates that successful negative pressure was obtained. The complaint is deemed unconfirmed. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: pooling of fluid under the film but the dressing and the soft port were no longer compressed- there was a tight seal all around the dressing, although no alarm.